Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the caller on how to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arise.